Event description:
A healthcare professional reported that, during a cataract surgery with intraocular lens implantation procedure, two ophthalmic knives with 2.4 sleeves were found in 2.2 packaging from the same batch. There was no patient impact. This complaint is pertaining the one of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Two opened knives were received for the report of incorrect item. The returned samples were visually inspected and found non-conforming with the handles observed to have 'clear cut intrepid 2.4 sb' printed on the handle. No visual defects were observed on the blade. A dimensional ear width test was performed on each sample and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by inadequate segregation during the handle printing or blade assembly. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.